Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implantation procedure, the lead was tested for parameters but there was no pacing or capture noticed after repeated change of output and pulse width adjustment. The lead was tried in different positions, but the result was the same. Fluoroscopy did not reveal any insulation break but after repeated checks, the lead was still not capturing. The physician elected to replace the lead, the procedure was completed successfully. The patient was discharged..